Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about having sensor reading discrepancies. She stated sensor glucose value is 58mg/dl and blood glucose 139mg/dl making a difference of 58.3%. During troubleshoot, data was reviewed on insulin pump and customer stated that sensor glucose and blood glucose are going the same direction on sensor graphic. Nothing further reported.